Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed by using portable c-arm with a delay of over 20min. The philips field service engineer (fse) inspected the system onsite and found that the video led on the pdu was off, six of nine signals to flexvision in the b rack were inactive, and the live monitor showed no signal. A review of the system logfiles confirmed loss of communication with the x-ray pc, and the pc failed to respond during repeated restart attempts. Upon further troubleshooting, the fse confirmed the x-ray pc was non-operational. The fse replaced the x-ray pc, updated the software, and recovered the system using a backup. The defective x-ray pc was sent to philips for further analysis. The analysis confirmed xray pc failure and identified the hdd bay was the faulty. After replacement, the system was returned to use in good working order. The failure of disk bay can be attributed to the issues resolved in medical device correction z-1152-2024. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.